Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger and that a "no device found" message was seen. There was a loose recharger cable at the donut. Also, there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that they had spoken to their rep on friday and he suggested they call patient services for a replacement recharger. Caller stated that they started having issues about a month ago when the recharger was taking longer and longer to find the implant to the point where it was taking up to 40 minutes before it would connect. Caller added that they would make the smallest movement and the connection would be lost. Caller stated there would be a tremendous amount of heat where the cord and paddle meet. Caller added that they could barely ever get it to charge no matter what position they were in but 2 weeks ago on a sunday they were able to get it charged to 100%, and since then it always had said it's at 100% charged even though it shouldn't be. Caller stated that they can't feel that their stimulation is on, and they can't seem to do adjustments. Agent had caller examine equipment for damage; caller confirmed no obvious damage but noted that the cord is slightly discolored on the recharger where the cord meets the paddle. Caller added that they noticed if they move the cord ever so slightly it does change their connection to the im plant. Agent had caller connect the controller to the implant; caller saw stimulation is off. Agent walked caller through turning stimulation on. By the end of the call, caller verified that the implant battery level had already decreased to 80%. The issue was not resolved. An email was sent to the repair department to replace the recharger.